Manufacturer narrative:
The insulin pump error noted in the pump history and critical pump error, problem isolated to the printed circuit board. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer reported a critical pump error message he received. Customer took the battery out to suspend insulin and when he inserted a new battery, the critical pump error prompted. The customer's blood glucose was 5.7mmol/l. The device will be returned for analysis.